Event description:
Pt reported she is having trouble administering her scig. She states the 26g 9mm tri set is dull. No missed dose or adverse events reported. Unknown if available for return. No further information provided. Diagnosis for use: intravenous immunoglobulin other.